Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the insulation was found to have a crack near the end that attached to the yaw pulley. Visual inspection displayed signs of physical damage. The wires were exposed. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument released energy normally. No arcing was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a frayed cable. No fragment fell into the patient. The procedure was completed as planned with no reported injury.